Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that her device stopped working yesterday and she believed the device had moved as she could no longer feel it. She indicated that her interstim won't work, when she pressed the sync button and got an error message appeared. The patient programmer did not do anything else. The patient changed the batteries. The patient did not confirm she felt stimulation but stated that solved the problem and it seemed to be working she saw her settings and confirmed seeing the lightening bolt. When asked the date when the ins had moved, the patient answered: she did not feel sensation since yesterday. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional informational information was received. Patient reported that they did not believe the ins moved and that it was their confused state of mind at the time it was reported and that everything was working the day of the call and believed they made a judgement mistake. The stated that everything seemed to be working following the call. No further complications were noted or anticipated